Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 20 mg/dl. Customer stated they settings may be inaccurate since the customer does not know when the last time their endocrinologist updated their settings. During troubleshooting it was found that the pump time was off by one hour. Customer stated they believed the time was inaccurate due to them forgetting to change the pump time back for daylight savings. Customer brought bg levels back to target range with sugar water.